Event description:
It was reported that the balloon was found leaked during preparation and therefore, the device was not used in the patient.

Manufacturer narrative:
The device has been evaluated and the catheter was found ruptured at 7.5cm from the distal end. (B)(4).